Event description:
The user reported that the catheter was placed two days earlier during a pericardiocentesis procedure. The tip near the pigtail broke free upon removal and remains in the pt. The physician performed a cut down procedure in an attempt to retrieve the catheter fragment but he was unable to locate the fragment. The physician decided not to make any additional attempts to retrieve the catheter fragment. The pt remains in the hospital for additional drainage unrelated to this event. Location of the catheter fragment is not known. No additional info has been provided. No additional harm or injury was reported.

Manufacturer narrative:
Device eval: one used device was returned for eval. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was visually examined. The compliant is confirmed. The pigtail of the catheter is missing. There are many kinks along the length of the catheter and the center of the catheter is severely twisted, deformed, and stretched. There is evidence of excessive tensile force having been applied to the catheter. Merit is unable to determine the exact root cause for the reported failure.